Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8177933. Medical device expiration date: 2023-06-30. Device manufacture date: 2018-06-29. Medical device lot #: 8115524. Medical device expiration date: 2023-04-30. Device manufacture date: 2018-05-02. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ slip tip syringe had plunger rod damage that was not visible "to the naked eye", and was not noticed until after it had already been used for an "extraction". Lot #'s 8177933 and 8115524 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. As reported by the customer, "piston failure. The syringe failure is not visible to the naked eye. When the extraction is done, we realize that it is broken. Quantity of product involved; 4.294".

Manufacturer narrative:
Investigation summary: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the occurrence was observed. The picture sent by the customer were verified and it was not possible observe any quality deviation. The retain samples were verified also no deviations observed. This way it was not possible confirm the complaint.

Event description:
It was reported that the bd plastipak¿ slip tip syringe had plunger rod damage that was not visible "to the naked eye", and was not noticed until after it had already been used for an "extraction". Lot #'s 8177933 and 8115524 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. As reported by the customer, "piston failure. The syringe failure is not visible to the naked eye. When the extraction is done, we realize that it is broken. Quantity of product involved; 4.294"